Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed high defibrillation impedance, high capture thresholds, ocd alert on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in unstable condition.